Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during phacoemulsification portion of a surgical procedure a system message was displayed and the system ¿blocked¿. The patient experienced a capsule break. The system was restarted and the procedure was completed. Current patient condition is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that at the end of phacoemulsification, the device shut down unexpectedly, leaving the surgeon with the instruments in the eye. There was a sudden shallowing of the anterior chamber with the phacoemulsification tip and chopper in the eye. When surgery resumed, a posterior capsular tear (3-6mm) was noticed. The tear was enlarged during intraocular lens implantation (iol) implantation. The iol was implanted in the sulcus. A diuretic was given postoperatively for 1 week. The patients symptoms have resolved.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) which is related to the reported event. However, the company service representative could not replicate the reported event. The supervisor printed circuit board (pcb) was replaced as a preventative measure. Unrelated to the reported event the company service representative found sm in the event log and replaced the ethernet cable as a preventative measure. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The company service representative confirmed the reported event but could not replicate it; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).